Manufacturer narrative:
No product is being returned for evaluation.(B)(4).

Event description:
Anchor broke in half during insertion. The first one inserted, it was just mashed in the hole. The 2nd inserted; broke in half. Half the anchor could not be recovered out of the bone. To clarify, the 2nd anchor...half was fished out of the joint and half was too far down in the bone to get out. Axial alignment was perfect. One anchor was at 2 and one was at 8. Young patient has good bone. Spade tip drill which I found out should not be used...only the twist drill.